Event description:
Additional information. The device was checked around (B)(6) 2011. At that time the device had high impedances (>4000 ohms) on all contacts, and the battery was almost depleted. The entire system was replaced, and afterwards the patient was getting stimulation in his lower back and legs as needed.

Event description:
Additional information. The patient could not adjust stimulation. The programmer battery had been changed the day before and the only light coming on the programmer was the 9v battery light. The programmer was tested, and it passed the self-test and was working as intended. The stimulator had not been checked or reprogrammed since it was implanted. The patient noticed the device was not working after his prostate surgery. Later it was reported the patient had an appointment (B)(6) and received assistance from either his doctor or medtronic representative. The patient's concerns were resolved, and no further details were provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer: model 7434a, serial # (B)(4). Extension: model 7498-25, serial #(B)(4), implanted: 2000 (B)(6), explanted: unknown. Lead: model 3888-28, serial #(B)(4), implanted: 2000 (B)(6), explanted: unknown.

Event description:
It was reported that the patient experienced a loss of stimulation sensation. It was noted that the patient had recently underwent prostate surgery. Additional information has been requested, but was not available as of the date of this report.